Manufacturer narrative:
The full name of the initial reporter: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the batteries, datasettes, and gasket kit was replaced. The iabp was then released back into clinical use.

Event description:
It was reported that during service, performed by a getinge service engineer, of the cs100 intra-aortic balloon pump it was discovered that the software is still an old version, the battery backup show status invalid on service diagnostic on battery backup mode and after insert ac power plug (checked voltage and found that it's less than 8.35 volt) and the iabp does not update the gasket kit. There was no patient involvement or adverse event reported.